Event description:
A report was received that the patient was experiencing pain at her neck which radiates to her left arm. The patient also had numbness and swelling in both her arms and fingers. The patient was prescribed with pain medication hydrocodone and will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at her neck which radiates to her left arm. The patient also had numbness and swelling in both her arms and fingers. The patient was prescribed with pain medication hydrocodone and will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at her neck which radiates to her left arm. The patient also had numbness and swelling in both her arms and fingers. The patient was prescribed with pain medication hydrocodone and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the bilateral shoulder pain was not device related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that patient's explant was cancelled and will be rescheduled some other time. Reason for explant was due to a non device related weight loss. The patient also did not have anymore pain where she used to have.